Event description:
Reportedly, device revision was performed following episodes with ventricular pauses of 3-5 seconds in order to check lead connection. As it was impossible to fix the screw with the screwdriver and no click sound was heard, the subject device was explanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Preliminary analysis did not reveal any issue on the returned device.

Event description:
Reportedly, device revision was performed following episodes with ventricular pauses of 3-5 seconds in order to check lead connection. As it was impossible to fix the screw with the screwdriver and no click sound was heard, the subject device was explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, device revision was performed following episodes with ventricular pauses of 3-5 seconds in order to check lead connection. As it was impossible to fix the screw with the screwdriver and no click sound was heard, the subject device was explanted.